Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated and confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was fully intact with some minor scratches and dings along both sides of the device. It was further determined that the saw blade was flapping a bit when running when it was attached to the device, trigger was sticking and some of the quick coupling components were worn and contaminated. It was determined that this was due to component wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device was bogging down. There was a two minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.